Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to wound dehiscence. Additional information indicates that there was possible infection. Reportedly, the patient underwent wound debridement. There were no additional adverse patient effects reported. The rv lead remains in service.